Event description:
It was reported by the olympus representative, the evis lucera gastrointestinal videoscope presented image noise for a moment. No patient harm reported. During the evaluation of the device, it was noted the adhesive part of the lighting lens had peeled off. This report is to capture the reportable malfunction of the peeled off adhesive on the lighting lens noted at estimation.

Manufacturer narrative:
The device was evaluated, and the reported issue was not confirmed. The watertightness of the forceps pipe was not maintained. The bending angle was insufficient due to the elongation of the angle wire. The play of the angle knob was out of the normal state due to the extension of the angle wire. There were scratches on the insertion tube, operation part, operation part cover, up/down/right/left knobs, up/down/right left angle fixing levers, grip, universal cord, scope connector jumpsuit case due to external factors. The bending section cover adhesive was missing. The adhesive around the air supply / water supply nozzle was peeled off. The tip cover may have been scratched due to external factors. Dirt that was difficult to remove was found on the tip body due to handling (insufficient cleaning). Water cover was observed on the electrical connector. The paint on the suction cylinder was peeled off. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to date rec¿d by MFR of the initial medwatch. The aware date should be 16-feb-2022. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 14 years since the subject device was manufactured. Based on the results of the investigation, the cause of the reported event is likely due to physical stress such as dropping or hitting, or deterioration by chemical stress during. Olympus will continue to monitor field performance for this device.